Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event of red heart alarms was confirmed based on the review of the log file downloaded from the returned system controller. The log file recorded a series of events where the low flow hazard alarm activated and the estimated pump flow at that time had decreased from approximately 6 lpm to the alarm threshold of less than 2.5 lpm which activated the red heart low flow hazard alarm. Based on the events recorded in the log file, the system controller was removed from service approximately five minutes later. The system controller was functionally tested using the equipment in our laboratory and was found to function as intended. A specific cause for the events recorded in the log file could not be attributed to the returned system controller. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt started receiving low flow, red heart, and pump stop alarms when connected to the power module. Log files and x-rays were submitted to the manufacturer for review and contained some shield breakdown near the tapered end of the connector end bend relief. Log files reviewed confirmed low flow hazard alarms. A ramp study was performed and was normal with av remaining close (8000-10,000 rpm). The left ventricle dimension were at 6.6-7.0. The speed was lowered from 9600 to 9200 rpm and the pt was advised to drink more fluids. A percutaneous lead distal end repair was scheduled, however, was cancelled. The pt was asymptomatic during this time. The pt is back on the power module without alarms for approximately 36 hours.